Manufacturer narrative:
Evaluation summary: as returned, the liner impactor exhibits fracture at the base of the post. The post may have fractured due to high, repeated impaction forces. In order to mitigate this type of failure the material of this instrument has been changed to a less notch sensitive material.. The lot number involved in this case was produced prior to this change. The exact cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification. Material hardness is conforming to print specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the post of the liner impactor broke off. Post operative x-rays indicate post was retained in the pt.